Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service/ maintenance, the subject device exhibited a leak from light guide tube. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The product was not returned to olympus for inspection; however, an olympus endoscopic support specialist (ess) was dispatched to customer site to complete an endoscope evaluation. The ess completed a visual inspection of laparoscopes, and it passed the inspection with no irregularities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.